Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator cable was replaced during the service call.

Event description:
The customer reported that the 9800 system had an intermittent collimator error message. No patient injury was reported.